Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): describe event or problem -additional d9: device availability- additional g3: date received by manufacturer - additional g6: follow-up number - additional h1: type of event - additional h2: if follow-up, reportable what type -correction h3: device evaluated by manufacturer ¿ additional 2418828.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.